Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the morning of (B)(6) 2021, when the rondo 2 processor was placed on the users head it kept blinking red. The day before the user could hear with the device. Further medical intervention is considered.

Manufacturer narrative:
Conclusion: device investigations revealed the substrate of the device circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason for the crack in the substrate cannot be determined. However, a review of the DHR has been performed and it was confirmed that the device was released according to specifications. This is a final report.

Event description:
On the morning of 27-dec-2021, when the rondo 2 audio processor was placed on the users head it kept blinking red. The day before, the user could hear with the device.the user was re-implanted.